Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to blood glucose. The customer¿s blood glucose level was unknown. The customer reported that he was hospitalized for his blood glucose, but he was not known if it was for high or low blood glucose. The hospitalization details were not provided. The insulin pump will not be returned for analysis.